Event description:
It was reported that a malfunction occurred on the pump. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's health. Technical support provided pump reset information and assisted the caller in resetting the pump, but the malfunction code recurred, leading to a decision to replace the pump.